Event description:
It was reported that the procedure was cancelled. The target lesion was located in the bile duct. An 8x80x75/6f reduced profile wallstent was advanced to treat the lesion, however, the stent could not be delivered. After several failed attempts, it was noted that the sheath was folded. The procedure was not completed. No patient complications were reported, and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a reduced profile wallstent was received for analysis. A visual and tactile examination identified that there were multiple outer sheath kinks along the length of the device. The device was received with the stent unsheathed on the delivery system.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the bile duct. An 8x80x75/6f reduced profile wallstent was advanced to treat the lesion, however, the stent could not be delivered. After several failed attempts, it was noted that the sheath was folded. The procedure was not completed. No patient complications were reported, and patient's status was stable.